Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was not received, but we did received performance information. No anomalies were found. The analyst commented that since the manufacturing date, a reset did not occur.

Event description:
It was reported that a power on reset occured on the device and an error message occured during interrogation. The status of the device was not reported. No patient complications were reported as a result of this event.